Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. Data was provided for evaluation. The reported allegation was not found or confirmed. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial report, additional information became available. Dexcom was made aware that a loss of connection occurred with transmitter (B)(4). Transmitter (B)(4) was returned for evaluation. The following were performed: external visual inspection, voltage test, pairing test with the (B)(4) bluetooth device and the data file was reviewed. The reported allegation was confirmed via data for transmitter (B)(4). The probable cause could not be determined post investigation.